Event description:
Beckman coulter inc. (Bec) contacted this customer via the troponin (accutni) marketing survey program (msp) customer contact program. The customer indicated some occurrences of non-reproducible false positive accutni patient results. Per customer there were two patient samples where the initial result for accutni was high and the repeat was negative. The event date and patient results were not supplied. The erroneous results were not reported outside of the laboratory. The customer did not report affect to the patient or user attributed or connected to this event.

Manufacturer narrative:
The customer indicated that they have a procedure implemented to verify unexpected results prior to reporting results outside the laboratory. The laboratory protocol for the 2 patient samples identified by the customer where the initial accutni result was high and repeat was negative, was to respin the samples. The initial high result was contributed to the fibrin in the samples. The lab uses pst (gel separator) lithium heparin tubes. No additional information was provided for this event.